Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously elevated potassium (k) results were obtained on two patient samples on a dimension vista 500 system. Calibration and quality control (qc) recovered acceptably prior to the event and observed calibration failure after the event. The customer performed advanced clean, cleaned the integrated multisensor technology (imt) ports, sample vent port, cleared the crystal particles and replaced the sensor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse inspected the system and went into to diagnostics and powered the controller area network (can) network down to pull the imt module, pulled the module and inspected all the vacuum tubing from the peristaltic pump and the imt module to the y-fitting and back to the aliquot drain. The cse found that the vacuum line coming from the imt module was completely occluded with either gel or sample clot, cleared the clog out of the tubing by flushing it with hot water, flushed the other lines, disassembled the rotary valve on the imt module and detailed it, reassembled the valve, installed it back on the module and then installed the imt module back in the analyzer and powered up the can network. Then, the cse auto aligned the imt module, primed imt fluids, performed a power flush, pulled the imt probe, ran a check 1 on the imt module and the imt probe, which passed, returned to graphical user interface (gui) and ran qc, which recovered acceptably. Siemens further evaluated the event and determined that the presence of clog in the vacuum line coming out of the imt module potentially contributed to the erroneously elevated k results. The instrument is performing according to the specifications. No further evaluation is required.

Event description:
The customer reported that they obtained erroneously elevated potassium (k) results on two patient samples on a dimension vista 500 system. The erroneous results were not reported to the physician(s). The samples were repeated on the original system and lower results were obtained. The repeat results were consistent with the patient¿s clinical history, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated k results.